Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's system controller alarmed with the message "connect driveline". The patient was asleep and there were no disconnections of the driveline or power at the time the alarm occurred. The system controller was exchanged and it was reported that there were no further alarms on the backup system controller. The patient was reportedly asymptomatic at the time of the alarms. The log file was reviewed by the manufacturer's technical services representative. A pump stoppage was recorded followed by a driveline disconnect alarm. There was no indication of any issues with the driveline based on review of the log file. No further information was provided.

Manufacturer narrative:
The reported event of a connect driveline alarm was confirmed with the data retrieved from the returned system controller. The log file from the system controller captured a driveline disconnected/motor stopped alarm followed by a low flow hazard alarm. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable events. The locking mechanism was able to lock and secure the connector of the driveline. The evaluation could not determine a specific root cause of the driveline disconnection captured in the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.